Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on add'l info obtained by the customer service rep (csr) during a f/u call. On an unspecified date, the pt reported obtaining an alleged high blood glucose reading of "12.1 mmol/l (218 mg/dl)" with the subject meter. In response to the alleged high blood glucose result, the pt claimed she took an increased dose of insulin based on her sliding scale (type and dose unk). Sometime after administering the insulin (time unk), the pt reported that she became sweaty, shaky, disoriented, cold, and lost feeling to her mouth. In response to the symptoms, the pt stated she treated self with juice. At the time of troubleshooting, the csr noted that the pt did not have control solution to test the reported products. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform the FDA of product(s) that do not pass inspection in a supplemental report.